Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator. It was reported that the device had not covered patient pain. They's have chronic/sciatica pain for several years. Patient's had rep rogramming done several times however they could never get the device to provide coverage for patient's sciatica pain on the right side. Patient stated that had the ins replaced however didn't remember why it was replaced. Moreover, patient added that they had a percutaneous lead was left in patient's back and didn't know why. Patient mentioned thet didn't know where the lead came from and could have been from this device that was replaced. No further complications were reported.